Manufacturer narrative:
PMA/510(k)#: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6)2016 date of first implant procedure in common bile duct for bile duct cancer. 1x zib6-40-10-40. Pre-stent dilatation performed in common bile duct. No adverse events related to the procedure. Re-current biliary obstructions (B)(6)2016. 7 days post procedure. Not documented if obstruction was within study stent. Reintervention unsuccessful due to non-permeability. Endoscopic treatment of dilation and stent placed. It was noted as probable that the event was considered to be related to the study device due to the non-permeability of the study stent. Event was considered not related to the study procedure. Re-current biliary obstructions (B)(6)2016. 28 days post procedure. Obstruction noted to be within study stent. Reintervention unsuccessful due to total occlusion of the stent. No treatment. The site determined the event to not be related to the study device, related to cancer. (B)(4). Re-current biliary obstructions (B)(6)2016. 30 days post procedure. Obstruction noted to be within study stent. Endoscopic treatment of new stent and drain placed. The site determined the event to not be related to the study device or procedure. (B)(4). Neoplasm progression (B)(6)2016. 93 days post procedure. No treatment. The site determined the event to not be related to the study device, related to cancer. Cholestasis (B)(6)2016. 24 days post procedure. No treatment. The site determined the event to not be related to the study device. Reintervention #1 was noted as not successful due to ¿non-permiability.¿ reintervention #2 was noted as not successful due to ¿total occlusion of the stent.¿ reintervention #3 was noted as successful. On (B)(6)2016, the patient died of primary disease progression.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6)2025.

Manufacturer narrative:
Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to the attached pmcf study. It should be noted that this file is related to another two complaint files. For details of the other investigations please refer to (B)(4). (B)(4) relates to the second onset of biliary obstructions. (B)(4) relates to the cholestasis which occurred 24 days post procedure. This file will capture the first onset of biliary obstructions. Manufacturing records prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label as per the instructions for use, ifu0040 which informs the user about the potential adverse events that may occur: allergic reaction to contrast or medication, allergic reaction to nitinol, bile duct ulceration, bile leakage, biloma, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, death (other than due to normal disease progression), fever, hemothorax, hematoma, hemorrhage, infection/abscess at access site, inflammation, liver abscess, nausea/vomiting, obstruction of the pancreatic duct, pain/discomfort, pancreatitis, perforation, peritonitis, pleural effusions, pleuritis, pneumonia, pneumothorax, recurrent obstructive jaundice, respiratory depression or arrest, sepsis, stent fracture, stent migration, stent misplacement, stent occlusion, trauma to the biliary duct or duodenum, tumor overgrowth, tumor seeding, vascular injury (including portal or hepatic vein or artery). It should be noted that the instructions for use (ifu0040) lists stent occlusion as a potential adverse event that can occur. There is no evidence to suggest the user did not follow the IFU. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. From the study it is known that the patient had cholangiocarcinoma (bile duct cancer). As per the attached pmcf study, page 32, the cause of the obstruction was reported to be due to cancer. As previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. Summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, reintervention was unsuccessful due to total occlusion of the stent and no treatment was applied. There were another re-current biliary obstruction which will be investigated under (B)(4). On (B)(6)2016, the patient died. Clinical input received stated that the device did not cause or contribute to the patient death but would have been due to primary disease progression. Complaints of this nature will continue to be monitored for similar events.